Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observation and a potential explanation with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the implant of this system, a non-physiologic event on right ventricular (rv) channel was noted. No adverse patient effects were reported.